Event description:
Vague report received from facility's biomed that the pump was infusing twice as much as intended on pump #1. It is not known if this was noted during pt use of during testing in biomed. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Alternate contact info was requested but no alternate contact has yet been identified.